Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) level was 493 mg/dl. Reportedly, the customer went to the emergency room due to the elevated bg on (B)(6) 2022. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 10 hours later with symptoms resolved and no permanent damage.